Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness and seizure. The roommate was the one to find the patient so they tried to give baqsimi but did not work so they called the ambulance and the patient was taken to the ER (emergency room). The patient was treated with quick acting sugar and dextrose. The patient was released three days later. The pod was worn when seeking medical attention. According to the patient the controller was set up incorrectly which resulted in low glucose levels. The controller was also in manual mode.

Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2024-(B)(6) 2024 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was in use until (B)(6) 2024 and the last basal program in use was a program of 0.65 u per hour from 00:00 to 20:00 and 0.70 u per hour from 20:00 to 24:00. The controller with the serial number reported (B)(6) was setup on (B)(6) 2024 and was setup with a basal program of 3 u per hour for 24 hours. This basal program was changed to 2.75 u per hour for 24 hours, then to 2.6 u per hour from 00:00 to 08:00 and 3 u per hour from 08:00 to 24:00, then to 2 u per hour for 24 hours on (B)(6) 2024. The basal program was changed again to 0.65 u per hour from 00:00 to 20:00 and 0.70 u per hour from 20:00 to 24:00 on (B)(6) 2024 and changed again to 0.65 u per hour for 24 hours on (B)(6) 2024. This last basal program remained unchanged through (B)(6) 2024. Review of the patient history buffer (phb) data found that a mode switch from automated mode to manual mode occurred at 21:22 on (B)(6) 2024 and the system was used in manual mode until 16:07 on (B)(6) 2024. During this period, the system was correctly delivering the user's manual basal program of 2 u per hour until the basal program switch to 0.65 u per hour from 00:00 to 20:00 and 0.70 u from 20:00 to 24:00 occurred on (B)(6) 2026 at 16:02, at which point the system began delivery of this new basal program. When insulin delivery was manually suspended, the system correctly stopped delivery of basal insulin, as indicated by the total pulses delivered count tracked by the pod not increasing during the suspension period. It could not be conclusively determined if the basal program of 2 u per hour for 24 hours was correctly and intentionally set by the user. The exact cause of the reported incorrect basal setting could not be determined from the available cloud data.